Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 0076346. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) complaints noted that pertained to the complaint.

Event description:
It was reported while using a bd insulin syringe w/ultra-fine 0.3ml the scale marking were uneven. The following information was provided by the initial reporter: it was reported the consumer found the zero marker to be off scale and the scale lines to be uneven.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using a bd insulin syringe w/ultra-fine 0.3ml the scale marking were uneven. The following information was provided by the initial reporter: it was reported the consumer found the zero marker to be off scale and the scale lines to be uneven.